Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #: 1225714-2013-02551.

Manufacturer narrative:
Further attempts were made to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR report # 1225714-2013-02551 and 1225714-2013-02552.

Event description:
Additional information received noted that the patient experienced a sudden cardiac event and expired on the same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.